Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle would not draw up any insulin. The following information was provided by the initial reporter: "consumer reported 2 syringes from this box will only draw up air and not the insulin. Discarded samples - occd date unk. Consumer reported 1 other syringe from this box needle was missing when removed shield. Discarded needle occd date unknown. Consumer reproted 1 other syringe from this box point was missing on the needle - awaiting sample occd 10/22/2020".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/3/2020. H.6. Investigation: customer returned one (1) loose 31gx8mm, 0.3ml bd insulin syringe. Consumer reported 1 other syringe from this box point was missing on the needle. The returned syringe was examined, and it was observed that the cannula exhibited issues regarding the bevel. A review of the device history record was completed for batch# 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200869089] noted that did not pertain to the complaint. There was one (1) notification [200868099] noted for incomplete bevel. No exact root cause determined. CAPA 1256985 was opened to address needle point integrity issues. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle would not draw up any insulin. The following information was provided by the initial reporter: "consumer reported 2 syringes from this box will only draw up air and not the insulin. Discarded samples - occd date unk consumer reported 1 other syringe from this box needle was missing when removed shield. Discarded needle occd date unknown consumer reported 1 other syringe from this box point was missing on the needle - awaiting sample occd (B)(6) 2020".